Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mmx15mm emerge¿ balloon catheter was advanced to the lesion for dilation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was removed from the patient without problem and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.